Event description:
The footrest hanger snapped off after collision with door frame. Weld fracture where hanger tube is welded to boss at top of hanger. On inspection minimal weld thickness and poor weld penetration.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. The tdxsp is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in the (B)(6).